Event description:
Patient was having a bedside percutaneous tracheostomy. The shiley covidien 8.5 was inserted without incident but when placed on the ventilator there were no return tidal volumes. The trach was removed, and cuff found to be defective. Patient had a desaturation to 55% but recovered with replacement of a new trach.